Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 421 mg/dl. The customer was treated with a manual injection or insulin pump. The customer had changed set twice already. The customer reported the air bubbles were present in the reservoir. The air bubbles were not soda pop or champagne size. Customer had been using an insulin pump system within 48 hours of the reported high blood glucose event. The insulin pump and the reservoir will not be returned for analysis.